Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that during the instrument exchange the seal on the tristar 12mm trocar (512s) ripped requiring the surgeon to open a second and a third 512s. Seal ripped on 2 different trocars (both 512s) causing pneumo loss. There was no consequence to the pt.